Event description:
Patient presented to the physician with pain at the ipg pocket where a neuroma was suspected. Physician brought the patient into the operating room and examined the ipg pocket but could not confirm neuroma. Physician suspected nerve pain and administered a steroid injection to the area and closed.